Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, doctor loaded the lens into the cartridge and the loader over road the lens causing the lens to become damaged. As a result, this lens was not inserted into the patient. Another lens was opened and used and no harm was done to the patient. Additional information was received, the loader would not push the lens through the cartridge and the pusher went right over the top of the lens and lens remained in delivery system. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).